Event description:
The procedure was coil embolization for unk target lesion. When the syringe 635-002 (complaint product 1) was connected to the coil 637cf0721 (complaint product 2) and the air prep was performed, the coil was prematurely detached. The coil was not used for the pt. Other devices were used to continue/complete the procedure successfully. There was no pt injury. All the products were new. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. After prepping the coil with the dcs syringe, the dcs syringe was not damaged. The syringe was not taking passed the blue zone, and no time during prep, was the blue zone exceeded. Prior to this coil, the alternate zone (red) was not exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. No further info was available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.